Manufacturer narrative:
Technician found broken pins on the nurse communication cable. The technician replaced the communication cable to resolve the issue.

Event description:
Technician alleged that the pt was unable to place a nurse call from the bed. No pt impact.